Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a patient inactivity. A technical support specialist confirmed that the issue has been resolved, and no further problems were identified. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the patient was not displayed on the station. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.